Event description:
After an adenoidectomy procedure, the pt was reported to have sustained a burn (severity of burn not documented) to pt's roof of mouth and throat area. The pt was kept longer in recovery for monitoring of burn. Additional pain medication was administered for pain, due to burn. It was reported the pt will require further treatment for the burn.

Manufacturer narrative:
The device has retained by the hospital. Since the device will not be returned for investigation, a lot history record for the device will be performed, and a follow up report will be provided.